Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had battery cap cracked/damage. Customer's blood glucose at time of incident was 119 mg/dl. Customer stated that they are unable to remove the battery cap on their pump. The customer was advised to monitor pump and we are sending replacement battery cap.